Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: received device tracking (dt) form via internal database, document, on 09/sep/2020. Obtained device information from dt form. The reason for left side device removal was noted as ¿peri prosthetic infection (late).¿

Event description:
Healthcare professional reported left side ¿peri prosthetic infection (late).¿ device has been explanted.